Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and leak were confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar inflation issue or leak incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with mild tortuosity. Pre-dilatation was performed with a nc trek 2.5x20 mm balloon at 8 atmospheres (atm) with residual stenosis less than 40% after pre-dilatation. An 2.5x18mm implant delivery system was advanced; however, the balloon completely failed to inflate. A leak was confirmed visually outside of the patient. No resistance was felt during removal of the sheaths during prep or during advancement of the delivery system. The device was replaced with a 2.5x23mm implant delivery system, which inflated properly. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.